Event description:
A dialysis technician contacted baxter's technical service center regarding a blood leak alarm that failed during programming/set up on an arena hemodialysis machine. The device was serviced on site by a baxter service technician. On (B)(4) 2010, product surveillance spoke with the dialysis technician who confirmed there was no patient involvement and no further issue with the device was reported.

Manufacturer narrative:
(B)(4). On-site evaluation of the device has begun; however, has not yet been completed. Upon completion of the investigation and evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of the device's service history revealed the device had not been previously serviced for any issues related to the reported difficulty. The device was evaluated by the baxter service technician at the customer location for the reported issue of blood leak alarm. The reported issue was confirmed and duplicated during the on-site visit. Based on the information obtained during baxter's investigation, the root cause of the reported condition was due to an inoperative blood leak detector. The baxter service technician replaced and calibrated blood leak detector. Functional testing was performed and the device passed all checks. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.